Event description:
The event is reported as: customer alleges it is very difficult to blade on and off the handle. A nurse's finger got cut when she tried to remove the blade. Unk if she used a forcep, as is protocol, to remove it. This occurred before pt use.

Manufacturer narrative:
Sample has not been received by manufacturer in time for this report. A follow up report will be submitted when completed.